Event description:
Boston scientific received information that this right ventricular lead and device displayed noise that was oversensed. The patient is pacemaker dependant and experienced approximately two seconds of asystole. Attempts to recreate the noise were unsuccessful. Of note, the patient reported having a bone density study but was not sure when. A cause of the noise was not able to be identified. The hcp was to discus with the patient's physician. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicated that the patient was seen for a surgical revision procedure where the right ventricular lead was successfully capped and replaced. The device remains in service. There were no adverse patient effects reported.